Event description:
Event description cpi received information that during a routine follow-up visit, this ventak p implantable cardioverter defibrillator (ICD) was found in the inactive mode. The ICD was reprogrammed to active. The ventak p physician's manual (cpi publication 352036) states on page 77: 'keep magnets...away from the ventak p pulse generator. A magnetic field can change the mode (from active to inactive, or vice versa) or inhibit (divert a shock to the test load) the ventak p pulse generator.'